Event description:
Per information provided by patient's attorney: (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and composix kugel mesh (device #2). Per operative notes, ¿noted the hernia sac and was dissected free. Had 2 hernias adjacent to each other around the umbilicus. The small hernia was fixed with small ventralex patch (device #1), which was secured with sutures. The other defect was closed with an round ventralex patch (composix kugel - device #2) that was sutured with prolene sutures.¿ (note: in op notes, the device name mentioned as ventralex patch for device #2 whereas the sticker provided identified the product name as composix kugel, hence considering the device #2 as composix kugel) (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent repair. Per operative notes, ¿adhesiolysis was carried out. The superior and right lateral edges of the hernia sac were mesh. There was another small defect just above this. A synthetic mesh was then placed.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic-assisted laparoscopic repair with removal of meshes (device #1 & #2). Per operative notes, ¿adhesiolysis was carried out to take down the adhesions from the anterior abdominal wall on other pieces of mesh. Removed a piece of mesh that had gore-tex (device #1 & #2). Defect was closed and a synthetic mesh was then secured using sutures.¿ (B)(6) 2016 - patient was diagnosed with symptomatic recurrent incisional hernia, adhesions thereby underwent repair. Per operative notes, ¿some of the adhesions were dense. There was mesh on both sides of this hernia.¿ (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh and complex wound closure. Per operative notes, ¿the hernia sac was entered. Taking down adhesions of bowel from the mesh. Old mesh was removed. There were several layers different types of mesh layered over one another. The mesh at the midline was then closed.¿ (B)(6) 2018 - patient was diagnosed with incarcerated hernia thereby underwent exploratory laparotomy with repair of recurrent incarcerated incisional hernia and lysis of adhesions. Per operative notes, ¿explanted a large portion of the mesh and remove the bowel from this. Lysed adhesions, separated the bowel from the abdominal wall and mesh, the obstruction was relieved.¿ attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and mesh contraction.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the mesh ¿ ventralex (device #1). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.